Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed.visual review shows the threaded tip has fractured from the device and fragment was not returned for review. No other damage was noted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty , the inserter tip fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.